Manufacturer narrative:
The complaint describing a bent soft cannula cannot be verified due to mishandling of the product by the customer. A visual inspection and tests for flow and leak were performed on the returned used sample. The soft cannula was found to be bent. The flow and leak tests were found within specifications. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications.

Event description:
Caller reported a failure to properly insert the infusion set cannula and patient was not aware. Caller stated patient experienced an elevated blood glucose level; exact reading was not provided. Patient's normal blood glucose reading was not provided. Caller reported patient checked the infusion set and saw a wet plaster and a cannula that was bent. Caller stated patient did not receive an alarm or error message on the infusion device. No further information available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.